Event description:
The incident in this report is associated with the device reported in MFR report # 1526439-2014-11471. It was reported that during a procedure, the tip of the screwdriver broke off into the screw head and became stuck. The surgeon attempted to remove the screw with a helicopter technique, and the head of the screw became disengaged from the screw body. The screw was removed with a screw removal set and replaced with a new screw. The broken screw was discarded by the hospital.

Manufacturer narrative:
The expedium quick connect si polyaxial screwdriver was not returned for evaluation per hospital policy. The lot number of the device is unknown and as such a device history record (DHR) review cannot be conducted. A twelve month complaint trend analysis was conducted and a data review has been opened to further investigate the rate of occurrence associated with the complaint vs. The identified occurrence rate in the design failure mode and effects analysis (dfmea). A supplemental report is not anticipated unless further actions are required as a result of the data review. As such, no corrective action/preventative action (CAPA) is necessary at this time. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.